Manufacturer narrative:
(B)(4). Final analysis found overtightened suture damaging the inner insulation was found distal to the suture sleeve impressions. The exposure of the inner coil in this location was most likely the cause fo the reported complaints. (B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance also noted was a rise in capture. The lead was explanted and replaced successfully. The patient was asymptomatic prior too and succeeding the procedure. The patient was recovering well and would be monitored normally.